Event description:
Pt admitted to hospital for removal and replacement of left breast secondary to deflation. Pt is status post left mastectomy for ca left breast reconstruction with latissimus flap and mammary implant and augmentation of right breast in 1988; left becker expander and mentor breast prosthesis inserted. In 1992 left breast prosthesis removed and replaced with mcghan bilateral breast implants. In 1998 right implant deflation, removed and replaced with mcghan breast implant.